Event description:
It was reported that the right atrial (ra) lead had intermittent capture, with high and undefined pacing impedance measurements which triggered an alert. Noise was also noted on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.